Event description:
Customer reported at 4 pm was feeling ill and device = 485 mg/dl. Ambulance was called and arrived at 6:30 pm. Ambulance device = 80 mg/dl. Customer was given glucose tablet and orange juice. No controls were used. A request was made for return product and replacement product was sent.